Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a button alarm after placing the case on the pump; however, no additional information was provided. Contact reported that the customer had a blood glucose level of 224 (mg/dl). Tandem technical support educated the customer on how to prevent the button alarm from being triggered.